Event description:
It was reported the ventricular connector is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis also found the lower case, two side bail covers, and ring cover are broken. Control knobs, lead flex cover, battery drawer, and battery drawer o-ring are contaminated. One case screw is missing. (B)(4).